Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil disengaged and the tissue was not anastomosed. The surgeon manually removed the anvil and some tissue was found inside the anvil that was not cut. The surgeon converted to a mile's operation which is surgery that contains sigmoidectomy and making a colostomy via abdominal and perineal. The hospital has reported the pt's condition is satisfactory.